Manufacturer narrative:
The glidescope spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and was able to confirm the reported "intermittent image" issue. During testing, when the spectrum smart cable was connected to known, good, test equipment, the test monitor's video feed would intermittently shut off when the cable was manipulated. The technical service representative noted a possible internal cable fault near the hdmi connector of the spectrum smart cable. Upon completion of the evaluation, the glidescope spectrum smart cable was scrapped as the smart cable is not repairable. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would flicker when the cable was manipulated. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.